Event description:
It was reported that, post-implant of this artificial urinary sphincter, the patient was initially able to void, but subsequently went into urinary retention. He also had a scrotal hematoma attributed to natural bleeding of the corpora and scrotum. Cystoscopy was performed approximately one month post-implant and, upon cycling the device, an opening could be seen at the cuff site. The patient was able to void and the device was deactivated. A suprapubic catheter was placed. It is believed that the device cuff may be too tight. The patient will be brought in for a replacement in approximately two weeks if the retention persists. No further patient complications were reported.